Event description:
Customer stated that when they reached into the box of lancets that they poked themselves with a lancet that had no endcap. Customer asked to return remaining lancets for further evaluation.